Manufacturer narrative:
(B)(4) the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that on (B)(6) 2020, the patient presented with a thoracoabdominal aortic aneurysm (taaa) class IV that was successfully treated with a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) and gore viabahn® vbx balloon expandable endoprostheses that were used as side branch components. On (B)(6) 2020, celiac branch and superior mesenteric artery (sma) branch stenosis was identified. On (B)(6) 2020, additional stents were implanted in the sma and celiac artery. Additionally balloon angioplasty was done. The procedure was successfully completed and both arteries patent.